Event description:
It was reported that tandem mobi pump issued cartridge alarm during cartridge load process, and customer had experienced similar cartridge alarms with same pump previously. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged replacement pump, confirmed shipping details, provided instructions for putting old pump into storage mode and returning it within specified time, and advised customer to re-enter pump settings and reconnect continuous glucose monitor on replacement device.